Event description:
The electrosurgical device did not work after it was set up correctly. The entire package of electrocautery pads was found to be defective by not having enough gel on them. The package was not expired. The surgery was delayed at least 30 minutes.